Event description:
It was reported the patient's blood glucose level (bg) rose to 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Additionally, the patient experienced irritation and developed a bump at the infusion site. As treatment, the patient administered a bolus of 3 units and placed a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.